Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling and functional stress testing without duplicating the malfunction. The device also passed patient impedence testing. The returned pads were also tested and passed continuity and discharge testing. Visual inspection of the pads also found no discrepancies except for some hair on the outer edge of the pads. Review of clinical data found that on the day of recorded event user did not obtain a valid patient impedence. This indicates poor coupling between patient and the pads. As per the AED pro operator's guide " after completing the power up self test the unit issues a voice prompt to indicate the type of electrodes attached. If the electrodes are not properly attached to the patient the unit will prompt "check defib pads" or "attach pads" to the patients bare chest. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device's history logs did not find evidence to support the reported event.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown) in cardiac arrest, the device inappropriately displayed an "attach pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Reporter indicated: patient in cardiac arrest, clinician obtained another device, and adverse effect is unknown.